Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issuemay cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump powered on with no audible alarms. The pump was opened up for further inspection and a cracked solder connection to piezo was found. Unrelated to the original complaint, the battery compartment was noted to be cracked. In addition, the bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 04/04/2017 - correction to serial #.